Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
The returned nozzle unit has been investigated. During testing in a ref ventilator the reported event could not be reproduced. The received log files did not confirm the event, the recording does not cover the event date. The nozzle unit which is part of the gas module and consists of a membrane, a mouthpiece, and a feather spring, is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit shall be changed during the yearly preventive maintenance or after 5,000 hours of operation. Our conclusion is that the nozzle unit is working according to spec.

Manufacturer narrative:
Further investigation regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.